Event description:
The event is reported as: the nurse on the ward inserted the catheter. When the balloon was inflated a part broke where the 2 lumen (external part) is from the rest of the catheter. No pt injury reported.

Manufacturer narrative:
A f/u report will be submitted upon completion of the investigation.